Event description:
It was reported the patient's lead was "rolling over her spinal cage" and part of the lead had completely eroded through the skin and was about to "poke" through the skin. The patient stated she "had a falling out" with her current hcp. The patient was seen in the emergency room where the hcp stated that the spinal cord stimulation (scs) had moved. The patient noted she had fallen, although no specifics were reported. The patient reported being in extreme pain and had a shocking or jolting sensation. The patient had been working with other medical facilities to schedule a revision in 2006, although for unspecified reasons, the revision did not take place. No further outcome was reported. A follow-up report will be submitted if additional information becomes available.